Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the wound ostomy continence nurse states that the end user experienced a red, itchy, uniform rash, consistent with allergy, under tape collar. States has numerous tape sensitivities. Cleanses with water then dries then applies a skin barrier to skin, dries, and then wafer. The wound ostomy continence nurse will patch test and use an ostomy barrier spray or an alternate barrier under the tape. The end users subsequent outcome was not reported.